Event description:
Undersensing on the atrial on current egm (single beat). Oversensing on the atrial lead on stored egms. Does not appear to be true at/af events. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).